Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the stent broke during deployment. The physician was performing an endovascular procedure with the use of a 6 x 200 x 130 innova stent in the superficial femoral artery (sfa). During the second half of the deployment, the stent broke. The procedure was completed with the placement of another stent inside of the stent that was broken. No patient complications were reported and the patient status upon completion was fine.